Manufacturer narrative:
A lot history review was performed for the device lot. No abnormalities were identified that would lead to the reported product problem. The device was discarded by the healthcare facility and will not be returned to arthrocare for evaluation. It was reported the fluid from the wand was allowed to run out of the wand into a container without suction. The wand was not attached to hospital vacuum equipment set to 200 to 400 mmhg. The following caution statements appear on the instructions for use: "failure to provide proper suction may result in physician or patient thermal injury;" and "for wands with suction, failure to attach the suction adapter may cause thermal injury to the physician or patient."

Event description:
On (B) (6) 2010, the patient underwent a knee surgery of the lateral meniscus using a super turbovac 90 with integrated cable wand. When the operating team dressed the wound, they noticed that the patient had sustained a second-degree burn on the front side of the knee. The burn was in two spots: one burn round three centimeters by two centimeters and another round burn two centimeters by one centimeter. The wound was treated with a jello net and drape as well as antibiotics. Post-operatively, the area has a fibrin coating in the deep defect areas and the rest of the area is crusted.